Event description:
It was reported that the customer had weak signal alerts and lost sensor alerts during the night while sleeping. Customer stated that her blood glucose levels have been low and her endocrinologist is still making adjustments to her settings. Customer stated that her blood glucose level was 45 mg/dl this morning. Customer treated and stated that there was no hospitalization. Customer stated that she is inserting the sensor into her leg because her abdomen is too full of scar tissue. It was explained that the sensor was only approved to be used in the abdomen by the FDA. Customer discarded the sensors. Customer was advised to avoid x-rays and to always stand to insert the sensor. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.